Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the phrenic artery using pod4s. During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician was then unable to advance a pod4 through the microcatheter and into the vessel; therefore the pod4 and the microcatheter were removed. The procedure was then completed using a lantern delivery microcatheter (lantern), a new pod4, and additional ruby coils. There was no report of an adverse effect to the patient.